Event description:
My libre 3 plus sensor has been giving low glucose readings pretty much all day and night. Eventually I realized this is incorrect but had already been consuming sugar to combat this. I checked the sensor sn and it says it is not an effected one but there¿s no way its not. It is in the (B)(4). This is dangerous over time to my health as a type 1 diabetic and I do not believe this is the only sensor I've had that has falsely let me up my sugar. I¿m expecting my next a1c reading to be much higher than my norm.